Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a coyote es balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was contrast and blood in the inflation lumen and balloon, and blood in the guidewire lumen. The balloon was loosely folded. Microscopic inspection revealed tip damage. The device was soaked in a water bath for one day to loosen the blood and contrast in the device. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. There was a pinhole in the inner shaft at the distal end of the balloon. The device was functionally tested with a .014" guidewire. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the superficial femoral artery. A 3mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. However, upon initial inflation at 6 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. No patient complications nor injuries were reported.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the superficial femoral artery. A 3mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. However, upon initial inflation at 6 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. No patient complications nor injuries were reported.